Manufacturer narrative:
The device has been returned and evaluated by product analysis on 18-nov-2017 with the following findings: during investigation, the data from the black box was unable to be retrieved. No reboots were observed in the available block box history. The battery compartment was found to be cracked on the side from the threads to the cover. No moisture/corrosion was observed in the battery compartment. The returned battery cap was found to have stripped threads, and was unable to maintain electrical connection. The reported ¿power¿ complaint was duplicated. A test battery cap was able to fit to maintain electrical connection. A test battery cap was used to complete a 24-hour duration test, with no power reboots duplicated during that time. The pump¿s cover was removed, and no evidence of internal moisture or damage to the power circuit was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was no power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.